Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was called ambulance due to low blood glucose event. Ambulance came and gave glucagon. Blood glucose level at the time of the incident was 1.7 mmol/l. Customer was able to stay home. Customer had issues with connection between insulin pump and transmitter. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.